Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this single chamber implantable cardioverter defibrillator (ICD) was explanted and upgraded to a dual chamber ICD due to elevated shock impedance measurements. Shock impedance measurements had been stable in the 100-120 ohms range, but were previously 80 ohms at the initial implant procedure. It was noted that the physician was not planning to perform defibrillation threshold (dft) testing at the change out procedure, and instead would continue to monitor the implanted system. The shock impedance measurement was 93 ohms at the changeout procedure. No additional adverse patient effects were reported. The explanted ICD was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this single chamber implantable cardioverter defibrillator (ICD) was explanted and upgraded to a dual chamber ICD due to elevated shock impedance measurements. Shock impedance measurements had been stable in the 100-120 ohms range, but were previously 80 ohms at the initial implant procedure. It was noted that the physician was not planning to perform defibrillation threshold (dft) testing at the change out procedure, and instead would continue to monitor the implanted system. The shock impedance measurement was 93 ohms at the changeout procedure. No additional adverse patient effects were reported. The explanted ICD was returned for analysis.